Event description:
Healthcare professional reported left side "device rupture." Device has been replaced.

Manufacturer narrative:
Correction: implant date: disregard april 10, 2015 as the correct implant should be (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell and missing shell. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, broken/opening sharp. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken/opening in the side radius assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, left side "device rupture". Device has been replaced.